Manufacturer narrative:
Image review: six media files and one static image were submitted for review. The patient¿s executive summary was not included, so a complete anatomical assessment could not be performed. Fluoroscopic valve load inspection for the first valve was performed and confirmed a good load. During the implantation attempt, under expansion and a suspected infold prompted a recapture. If a valve is under-expanded, the system should be removed, pre-dilatation performed, and a new valve implanted using a new delivery catheter system (dcs). A new valve was prepped, and fluoroscopic inspection revealed a misload identified by misaligned outflow crowns and not parallel to the paddle attachment. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The misload was not identified and it was reported that during the deployment attempt of the valve, a separation of the dcs end cap occurred. The exact part of the separation is shown in the IFU, not listed, but seen between the dark blue hand rest and tip-retrieval mecha nism. An ¿end cap separation¿ may occur when there is significant amount of tension buildup with the dcs. The valve and system were withdrawn, and another valve was prepped confirming a good load. The new valve was subsequently implanted, and final angiogram revealed an expanded valve with no significant aortic regurgitation/paravalvular leak. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, the valve was loaded by an experienced valve loader and fluoroscopy check revealed a good load. There was uncertainty regarding a valve infold after the valve was released to 80% in the aortic annulus, which led to a decision to retrieve the valve. A new valve was loaded into a new delivery system, and after opening the capsule approximately 1 centimeter (cm) in the aortic annulus, an endcap separation occurred. The system was retrieved, and another new valve was loaded into a new delivery system and implanted without any problems or negative effects for the patient. Fluoroscopic checks were performed twice, with both results reported as good loads. No patient complications have been reported as a result of this event. Additional information was received that the infold in the valve frame was first noticed during first deployment. A procedural delay of 20-30 minutes occurred as a result of the infold for the two extra loadings. Per the physician, the patient's annular calcification contributed to the infold.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system was received with a valve loaded within the capsule. The device was received with both the handle and the capsule partially open and a valve protruding from the capsule. The end cap was separated. Bends were observed along the catheter shaft and there was minor deformation to the middle of the inline sheath. Delamination and cuts were observed at the proximal end of the capsule. A kink was evident at the distal end of the inner member preventing a stylet from being inserted. The deployment knob was unable to retract or advance the capsule. The trigger could not move to either fully advanced or fully retracted positions. To retract the capsule the end cap had to be held in place while rotating the actuator. Upon full handle retraction the valve did not release. Once the valve was removed, the capsule could be retracted fully. It was not possible to load an in-house valve as the stylet could not be inserted into the inner member due to the kink on the inner member. The reported end cap separation could be confirmed through analysis. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013090417); product type: 0195-heart valves; implant date ; explant date product ID evfxplus-29 (r216402); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-29, the valve was loaded by an experienced valve loader and fluoroscopy check revealed a good load. There was uncertainty regarding a valve infold after the valve was released to 80% in the aortic annulus, which led to a decision to retrieve the valve. A new valve was loaded into a new delivery system, and after opening the capsule approximately 1 centimeter (cm) in the aortic annulus, an endcap separation occurred. The system was retrieved, and another new valve was loaded into a new delivery system and implanted without any problems or negative effects for the patient. Fluoroscopic checks were performed twice, with both results reported as good loads. No patient complications have been reported as a result of this event.